Manufacturer narrative:
Citation: meeus r, dhondt p, hariyanto j, et al. Transcatheter aortic valve replacement in low-risk patients: an updated meta-analysis of randomized controlled trials. Int j cardiol heart vasc. 2025; 59:101692. Published 2025 may 3. Doi: 10.1016/j.ijcha.2025.101692. Earliest date of publication used for date of event. Earliest approved corevalve/evolut product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a meta-analysis of transcatheter aortic valve replacement (tavr) in low-risk patients. Six studies were included in the analysis, yielding a total of 4,487 patients. Medtronic corevalve/evolut r/evolut pro and various non-medtronic valve types were used throughout the pooled patient population. The authors analyzed the following adverse outcomes: rehospitalization for cardiovascular reasons or heart failure, stroke (disabling or non-disabling), transient ischemic attack, bleeding, vascular complications, atrial fibrillation, myocardial infarction, permanent pacemaker implant, endocarditis, acute kidney injury, valve thrombosis, and valve reintervention. Mortality rates were also analyzed. However, a causal relationship could not be established between medtronic devices and any deaths due to the lack of detailed device- and patient-level information.